Manufacturer narrative:
Product analysis: analysis confirmed the customer comment/s of broken hanger assembly and output connectors but was not able to confirm the comment that it would not ventricular pace. It was additionally noted that the lower case was broken, the display wires were pinched with the insulation compromised and the main seal was also pinched. All found defective parts were replaced and all other identified issues were resolved and the device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was returned for a test and calibration procedure and to repair its atrial and ventricular ports as well as its hanger assembly. It was further reported that the generator would not pace on the ventricular side. No patient complications have been reported as a result of this event.